Manufacturer narrative:
Based on the results of the investigation, the most probable cause of the complaint is traced to a component failure, which is expected or random component failure without any design or manufacturing issue. A review of the device history record found no deviations that could have caused or contributed to the issue. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the rigid video scope exhibited an intermittent image, cracks on the side of the video connector, minor scratches on distal edge objective frame and minor stains under the lg cover glass. There was no patient involvement.